Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery alarm, problem isolated to the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the po will be entered. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.